Event description:
It was reported that intra-operatively, the right ventricular (rv) lead helix would not extend and had to be manipulated several times. The physician ultimately implanted the lead and it remains in use. It was further reported that after numerous attempts, the atrial lead helix would not extend and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.